Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and the surface of the dilatator was rough. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection, dimensional and functional tests of the returned device was performed following j&j medtech procedures. Visual inspection revealed no issues or anomalies; no unevenness was observed between shaft and dilator. A functional test was performed (sheath's dilator and a smarttouch unidirectional catheter were passed through): no anomalies were observed. Also, a dimensional test was performed on the dilator, and the results were found within specifications. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified. The sheath shaft rough issue could not be confirmed during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Manufacturer narrative:
On 19-mar-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4)

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and the surface of the dilatator was rough. During preparation phase the vizigo sheat, the nurse reported that the surface of the dilatator was rough, you could feel unevenness. There was no contact with patient.